Manufacturer narrative:
Addendum (23-feb-2015): additional information was provided by the affiliate. The balloon ruptured at nominal pressure. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, or hoop. There was no difficulty removing the balloon sleeve. There was no damage noted to the balloon sleeve. The shaft did not burst. There was no reported difficulty advancing the guidewire to the target lesion. There was no difficulty advancing the device to the target lesion. There were no kinks noted on the device prior to, during or after use. No force was ever required when using the device. The device was easily removed from the patient. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the iliac artery, a 2mmx2cm saber pta balloon was delivered to and inflated at the lesion but it ruptured at nominal pressure at its initial dilation. There was no patient injury reported. It was removed from the patient and another new balloon was used to successfully complete the case. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. After the lesion was crossed with a guidewire, the saber pta catheter was delivered to and inflated at the lesion. However, it ruptured at nominal pressure at its initial dilation. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, or hoop. There was no difficulty removing the balloon sleeve. There was no damage noted to the balloon sleeve. The shaft did not burst. There was no reported difficulty advancing the guidewire to the target lesion. There was no difficulty advancing the device to the target lesion. There were no kinks noted on the device prior to, during or after use. No force was ever required when using the device. The device was easily removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17067073 revealed no anomalies or non-conformances associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty (pta) of the iliac artery, it was reported that a 2mmx2cm saber pta balloon was delivered to and inflated at the lesion but it ruptured at nominal pressure at its initial-dilation. Therefore, it was removed from the patient and another new balloonrw as used to successfully complete the case. There was no patient injury reported. The device was clinically used and will not be returned for inspection. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. After the lesion was crossed with a guidewire, the saber pta catheter was delivered to and inflated at the lesion. However, it ruptured at nominal pressure at its initial-dilation.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. The initial reporter information is currently unknown.